Event description:
It was reported that a power injectable microbore non-dehp catheter extension set had no flow. It was stated that the unknown catheter was able to be flushed; however the luer lock of the catheter extension set would not flush as there appears to be an air pocket. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and an underwater pressure test were performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.